Event description:
The technician found that the trigger was jammed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger and magnetic holder were broken. In addition, the color ring on the coupling sleeve is missing. Parts were replaced. The device was repaired and sent back to the customer on (B)(6) 2013. Placeholder.